Event description:
Subsequently to the previously filed reports, additional information was received:it was reported that the prostyle failures occurred while using the pre-close technique. The stuck devices were removed by simply pulling them out. The sheath was upsized to an 8f sheath and the procedure was completed. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional vessel closure devices with reported issues referenced are filed under separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with three prostyle devices during an endovascular aneurysm repair (evar) interventional procedure using a 5f sheath. Reportedly, the foot did not retract which resulted in the device being stuck. This occurred with all three devices. A fourth prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.